Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). UDI: (B)(4). Investigation summary customer¿s complaints about the defective slide clamp. No pictures are available. The sample was directly sent to (B)(4) for investigation. The only manufacturing processes of infusion adapter c70 in (B)(4) are the connector molding and membrane assembly. The rest of components of the set (plastic tubes, clamp, etc) are performed by (B)(4) supplier and final assembly are performed by (B)(4) as well. Several inspections are carried out by the supplier to avoid faulty parts: assembly conforms to drawings, no visible damage to assembly or components, inline spike connector compatible with standard spikes, tube length shall conform drawings 4,7 others infusion adapters: - costumer complaints about the defective slide clamp. - no pictures are available. The sample was directly sent to (B)(4) for investigation. Manufacturing inspections: these are the inspections performed by the supplier according to sb1745 current version: imperfection limits. Comply with the requirements of drawing da2551: specification aql %, sampling plan, evaluation method, subject to verification on receipt. Visual: assembly conforms to drawings 0.1, iso 2859-1 or equivalent level ii, normal visual yes. No visible damage to assembly or components: 0.65, iso 2859-1 or equivalent level ii, normal visual yes. No loose particles in fluid path, visible with unaided eyes, from a distance of 25cm with illumination of 1000lx+/-200lx, 0.65, iso 2859-1 or equivalent. Level ii, normal visual yes. Correct information on labeling 0.15, iso 2859-1 or equivalent, level ii, normal* visual yes. Good readability labels 0.15, iso 2859-1 or equivalent, level ii, normal* visual yes. No damage on packaging or seal 0.65, iso 2859-1 or equivalent, level ii, normal* visual yes. Liquid filter in drip chamber 0.15, iso 2859-1 or equivalent, level ii, normal* visual yes. Imperfection limits: specification aql %, sampling plan, evaluation method, subject to verification on receipt, functional: inline spike connector compatible with standard spikes, no defect, one shot, per incoming lot caliper or equivalent yes. Dimensional: tube length shall conform drawings 0.15, iso 2859-1 or equivalent, level ii, normal* caliper or equivalent yes. Certificate of compliance is attached. No qn¿s or other events have been found during DHR review. C70 connector (molding ref. Psa417, molding lot. 6239295) was manufactured on 30.ago.2016 (starting of the lot). Samples have been send directly to (B)(4) for investigation. The final report was received on october 04th. ¿we had received two samples of ref 76.3327 / c70 / 515303 from lot k70646-1 for examination because the slide clamp did not close properly. More than 10 sets were supposed to be affected. The samples received were used and showed residual fluids in the tubing line. Both tubes were completely clamped with the slide clamps. The areas around the clamp showed no particularities but instead looked perfectly clamped ¿ in particular not showing any indication for folding inside the slide clamp's slits. In the past we had seen folded tubes in one or the other occasion, by which a capillary is created allowing solution to very slowly pass through. Both samples were tested under gravity as well as under pressure conditions, leaving the clamps un-touched, in exact the position as they were received. They were connected to a container and hung up on a stand. After a while pressure was added to the bag. Under no circumstance we could confirm the slightest leak. The complete set was also examined visually, with great care, but no indications were found for what might have caused the leak. We have not yet disassembled the sets in order to keep them in the condition as they were received. One could ¿ if requested - measure the slide clamps after disassembly but we do not expect a deviation, as they proved not to allow a leak¿. Conslusion: - samples sent (B)(4) do not confirm the defect. - during DHR review no qn¿s have been found. Based on the evaluation of frequency of the complaint (according to ps-001), it was determined that no formal CAPA is required.

Event description:
It was reported, the bd phaseal¿ infusion systeme adaptor (c70) leaked fluid from the tubing even after the clamp was closed. Found during use. No serious injury or medical intervention noted.